Event description:
Additional information for this case. The patient was treated with another manufacturer's stent graft and the migration and endoleak were successfully resolved.

Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, approximately 9 years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient presented with a migrated stent graft. The stent graft was found to have fallen into the aneurysm sac. The cause of the migration is unknown. No intervention has been performed; however, the plan is to resolve the migration with either another manufacturer's stent graft or an endurant cuff at a later date. No further information was provided. No additional clinical sequelae were reported, and the patient is fine. A review of single returned still image show the device within the sac.

Manufacturer narrative:
Evaluation method: (film evaluation). Evaluation results: inherent risk of procedure (stent graft migration, endoleak), (cause of event is unknown). Evaluation conclusion: (cause of event is unknown).